Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was noted that the right atrial (ra) lead showed possible occasional undersensing on stored electrograms. Normal device function was also noted. The lead remains in use. No further patient complications have been reported as a result of this event.